Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead noted there was swelling around their device shortly after implant. This could be indicative of an infection. It was noted that the device system remains in service. No additional adverse patient effects were reported.